Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 42 for motor current sense failure multiple times, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed an insulation problem and associated component issue affecting the motor, which aligns with the reported failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.